Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction to d1. The reported event is unable to be confirmed. Visual examination of the returned device identified that the part had not been cycled. The anchor was slightly out of the needle, but the device showed signs of manipulation with a blue foam block over the inserter end. Functional testing was performed by cycling the device twice. One anchor was pushed out with each cycle, and the device functioned as intended. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. No problem was found with the returned device as functional testing of the device confirmed the device functioned as intended. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) g2: foreign - the event occurred in japan e1: full establishment name - (B)(6) hospital. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgery, the anchor didn't deploy. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.